Event description:
A customer contacted beckman coulter inc's. (Bci) customer technical support (cts) to report obtaining process monitoring errors on a folate reagent pack. The customer did not receive any report of patient injury requiring medical intervention or change to treatment attributed or connected to this event.

Manufacturer narrative:
Sample information is not available. All three levels of folate qc were within specification on (B)(6) 2010. Service was not dispatched. Cts troubleshot the event with the customer and discovered that folate reagent pack was loaded on two different instruments in the laboratory. The root cause of this event is user error due to reagent pack sharing between two difference instruments.